Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2021 block d6b: exact date unknown, explant occurred in november 2024 additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 7072366; UDI: (B)(4).

Event description:
It was reported by the spinal cord stimulation (scs) patient that they experienced balance issues, an inability to walk and inadequate stimulation. The patient stated that the physician that performed the scs implant procedure caused damage to his spinal cord resulting in the aforementioned symptoms. Therefore, the patient underwent an explant procedure. No further information was able to be obtained despite good faith efforts.